Event description:
It was reported that the customer experienced an issue with the pump's touchscreen, which was unresponsive and remained frozen, preventing interaction. There was no adverse impact to the customer's blood glucose level. After contacting technical support, the customer received guidance on performing a pump reset, which successfully restored screen functionality.